Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after an interventional heart catheterization procedure. Reportedly, the device did not deploy due to scar tissue at the access site. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - lot number corrected from 31211k1 to 31204k1. Evaluation summary: the device was returned for evaluation. The reported information that the device did not deploy due to scar tissue at the access site is confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A search of the lot history record revealed no non-conformances associated with this lot which could have contributed to this complaint. A review of the complaint handling database for this lot did not reveal any indication of a lot specific product quality deficiency. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.